Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 332 less than 4 hours after the pod was activated. Upon removal, she noticed the needle did not deploy the cannula all the way out of the pod.